Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that an issue occurred when they were disconnecting a patient from their pump. The pump indicated that approximately 90 ml remained from a 92 ml infusion, but the infusion bag was found to be completely empty. There was no reported patient harm. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.